Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there was large air bubble in the reservoir. The customer stated that they changed the infusion set and reservoir and approximate size of air bubbles was large. The customer was advised to remain disconnected from the infusion at the qr. The customer was advised to remove the reservoir from pump. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.